Event description:
Patient was revised due to fracture of the locking mechanism, poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is discontinued item. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.